Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "10.0 mmol/l" as compared to a result of "6.6 mmol/l" obtained on a lab device when tests were performed within 10 minutes of each other. Additionally, a control solution test was performed and it did not fall within the range specified on the vial of test strips. The patient reported that they felt fatigue and anxiety but did not receive treatment. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.